Event description:
A customer reported experiencing a cartridge alarm. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge with assistance from technical support and resumed insulin therapy, leading to the resolution of the issue. Additionally, the customer requested a replacement cartridge.